Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the wheel lock will not fully engage on the chair.